Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for hemostasis during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the nurse removed the oversheath of the device. A piece of the oversheath tore and became stuck on the clip. This was not noticed until later. The clip was inserted down the scope and deployed onto the bleed site; however, the clip could not be released from the catheter due to the piece of the oversheath. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
It was reported the patient is over 18 years old. The exact date on which the procedure took place is unknown. However, it was reported that the event took place during the last week of (B)(6) 2013. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of clip would not release from catheter. (B)(4) for the reported event of oversheath torn. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination was performed on the returned resolution clip assembly. The entire device was not returned for investigation, as the clip assembly was located inside the 58mm over sheath that was returned. The over sheath was tore and cut, the prongs were locked in to the capsule and there was an overbite. After freeing the clip assembly from the over sheath the yoke fell down from the clip assembly. The complaint event "sheath detached" could be confirmed but the complaint event "failure to release from catheter" could not be confirmed. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that there is not enough information to justify what caused these failures. Therefore, ¿undeterminable¿ is selected as the most probable rood cause classification.

Event description:
It was reported to boston scientific corporation on august 8, 2013 that a resolution clip device was used for hemostasis during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the nurse removed the oversheath of the device. A piece of the oversheath tore and became stuck on the clip. This was not noticed until later. The clip was inserted down the scope and deployed onto the bleed site; however, the clip could not be released from the catheter due to the piece of the oversheath. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.